Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead having high impedance values and a lead fracture. It was also reported by the physician that an x-ray showed that the lead was coiled a few times and suspects that this may be related to the implant technique. The lead remains in use. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead having high impedance values and a lead fracture. It was also reported by the physician that an x-ray showed that the lead was coiled a few times and suspects that this may be related to the implant technique. It was further reported that the lead was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and revealed that the inner insulation was breached. It was noted that the defibrillation conductor and several conductors were distorted, the defibrillator conductor and all conductors had blood/body fluid (not obstructed), there was a distal conductor fracture (overstress), blood/body fluid on the outer tubing overlay, the inner insulation was kinked and buckled, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation was torn and breached cut, the outer tubing overlay was breached cut, there was outer insulation cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on helix/lobe mechanism (sleeve head), blood in/on the helix lobe mechanism and the lead was stretched. It cannot be determined at this time how the blood entered the svc and rv legs.